Event description:
The customer called to report scuff marks around the up arrow button, as well as the gasket in reservoir lip area being wet. The customer then stated that she's had problems with reservoirs leaking insulin into the reservoir compartment. The customer stated that there is a strong odor of insulin coming from the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip and scratched case.